Event description:
The complainant reported that during impella cp implant procedure for 72-year-old male patient, the pump would not start. The automated impella controller (aic) displayed 'defective impella catheter' prompting new device to be used. The second impella was placed without issue. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device and data logs were returned for evaluation. Upon testing of the pump, an impella defective alarm was reproduced and the pump was unable to be detected to extract the eeprom values. Data logs were reviewed which also revealed eeprom problems. The cause of the pump not detected issue was not determined due to inconclusive evidence based on field investigation and log review. Added-d9-device return date h6 problem code updated to 1503.